Event description:
Caller stated that the monitor had audio. No pt involvement was noted.

Manufacturer narrative:
Unit is not returning for eval, however a new speaker was ordered for replacement. This product is no longer being manufactured. The customer has been notified of the end-of-life status.